Event description:
It was initially reported that the pt's device was unable to be communicated with despite troubleshooting performed. It was said that the device was communicated with the day prior, which indicated that the device was communicated with the day prior, which indicated that the device was not at an end of service condition. The pt was referred to surgery for a generator replacement. At the time of surgery, it was confirmed that the device could not be communicated with. The pt's generator was replaced and diagnostics performed indicated that the vns was performing within normal limits. The explanted generator has yet to be returned to the MFR for analysis.